Manufacturer narrative:
A ge svc rep performed an on site investigation. The hard drive and the software upgrade were installed during the svc call. The system was tested and found to be working as intended and put back into svc.

Event description:
It was reported that the 9800 system had an error message during a case. The 9800 system had to be rebooted and the procedure was completed without further incident. No pt injury was reported.